Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a high capture threshold was observed on the atrial lead and loss of capture and low pacing impedance were observed on the right ventricular (rv) lead. During revision, damage was observed on the atrial and rv leads. The atrial and rv leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-18125.